Event description:
The user facility reported that during an ureteroscopy procedure to remove a kidney stone, a portion of the guidewire's polyurethane coating was sheared and partially separated. While looking through the ureteroscope, the doctor reportedly "noticed something was left in the ureter" after the procedure was complete. When the guidewire was withdrawn, a piece of the coating was confirmed to be missing. The report indicated that the detached piece was successfully retrieved from the pt's ureter with a basket and there were no pt complications.

Manufacturer narrative:
Results - based upon user facility info & returned sample eval. Conclusions - based upon user facility info & returned sample eval. Visual examination of the returned sample confirmed that a portion of the polyurethane coating had been damaged and sheared away from the guidewire partially exposing the core wire. Testing of undamaged areas on the returned sample confirmed that the coating was properly adhered and no defects or abnormalities were noted. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a sharp, metal surface (perhaps along the interior surface of the urology scope that was being used). A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the guidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file at the mfg facility for appropriate tracking, trending and follow-up.